Event description:
It was reported that when the patient's rate was below the set lower rate the implantable pulse generator did not "stimulate". The patient underwent cardio pulmonary resuscitation which, was unsuccessful, and died. The cause of death has been requested and not received.

Event description:
It was reported that when the patient's rate was below the set lower rate the implantable pulse generator (ipg) did not "stimulate". The patient underwent cardio pulmonary resuscitation which, was unsuccessful, and died. It has been further reported that the cause of death is myocardial infarction, not ipg related. Past medical history includes a fall four days prior to death on the right shoulder and a hospitalization for renal failure the day before the patient died. The patient was hyperkalemic, had high sensitive troponin, low hemoglobin and a very elevated creatinine. No autopsy will be done due to the "very likely" cause of death and the device will not be returned.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Follow up revealed patient had experienced headache, nausea, vomiting after the fall on (B)(6) 2010. There was a hematoma on the right shoulder and upper arm on the side of the pacemaker implant. EKG had noted decreasing electrical amplitudes that resulted in asystole without the pacemaker. Resuscitation of asystole unsuccessful. Further reports that an infarction in the area of the electrode insertion point seems the most likely cause [of death]. Pacemaker had been found to be normal in (B)(6).

Event description:
It was reported that when the patient's rate was below the set lower rate the implantable pulse generator (ipg) did not "stimulate". The patient underwent cardio pulmonary resuscitation which, was unsuccessful, and died. The cause of death has been requested and not received. (B)(6) 2011: it has been further reported that the cause of death is myocardial infarction, not ipg related. Pertinent past medical history includes a fall on (B)(6) 2010 on the right shoulder which of note is the pacemaker implantation side. Also pertinent is a hospitalization for renal failure on (B)(6) 2010, the day before the patient died. The patient was hyperkalemic, had high sensitive tropinin, low hemoglobin and a very elevated creatinine. No autopsy will be done due to the "very likely" cause of death and the device will not be returned.